Event description:
Fall two months ago, causing pain in right knee. Progressively severe pain and inability to ambulate. X-ray showed metal on metal contact suggesting tibial plate fracture. Broken tibial "tay" found. Redo of total knee.